Manufacturer narrative:
Patient's initial appointment regarding the thrombus and infection was captured under MFR # 2916596-2020-00724. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Patient was admitted on (B)(6) 2019 after seen in clinic, CT scan was performed and thrombus in inflow cannula was found, patient was febrile and was positive blood cultures, patient was started on vancomycin and ceftaz for gram positive , strep infantraius, non pulsatile; transesophageal echocardiography (tee) showed mobile density on ra lead, considered infectious endocarditis; on (B)(6) 2019, audiology and colonoscopy as outpatient, ctx x 6 wks ((B)(6) 2019) gent x 2 wks ((B)(6) 2019), blood cx q 1-2 weeks after (B)(6) 2019; needed CT chest to evaluate lung nodule ; following cardiomems,clinic appointment on (B)(6) 2019. After (B)(6) 2019 needed CT chest to evaluate lung nodule ; following cardiomems,clinic appointment on (B)(6) 2019. Bid dosing of lasix 80 mg, echo showed resolution of pericardial effusion , it sided pleural effusion , discharged on (B)(6) 2019, amiodarone (tft, lft's needed), appointment on (B)(6) 2019, continued with ceftriaxone until (B)(6) 2019 then switched to ceftin 500 mgbid but per physician patient did not need chronic suppression; checked cultures on (B)(6)2019, after one week IV antiobiotics were stopped. No further information was provided.

Manufacturer narrative:
Section b5: additional information.

Event description:
Additional information: positive blood culture for infectious endocarditis. Temperature was 101 f. Discharged on (B)(6) 2019 with IV antibiotics. Resolved with surveillance blood work.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined through this investigation. The account¿s report of suspected thrombus could not be conclusively determined through this investigation. The patient was febrile and was admitted from the clinic on (B)(6) 2019. A CT scan upon admission was suggestive of inflow cannula thrombus and blood cultures obtained were positive for gram-positive bacteria (streptococcus infantarius). The patient was subsequently started on vancomycin and ceftazidime. A transesophageal echocardiogram revealed a mobile density on the right arm lead, which was considered to be endocarditis. On 07sep2019 it was reported that the patient was placed on a 6-week regimen of ceftriaxone and a 2-week regimen of gentamicin. An outpatient appointment with the infectious diseases team was scheduled and the patient was discharged. The ceftriaxone was eventually replaced by ceftin on (B)(6) 2019 and the infectious diseases team communicated that the infection would not require chronic suppression. The infection reportedly resolved with surveillance blood work on and the patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further information was provided by the account. The heartmate 3 lvas IFU lists infection and thromboembolism as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. The IFU contains information regarding the recommended anticoagulation therapy and inr range. Care instructions in regard to preventing infection are provided in various sections of this document. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit shipped on 22jul2019 via 8017796791. The heartmate 3 lvas instructions for use, rev. B, lists infection and thromboembolism as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. This section also contains information regarding the recommended anticoagulation therapy and inr range. Care instructions in regard to preventing infection are provided in various sections of the IFU. No further information was provided. The manufacturer is closing the file on this event.